Event description:
The surgeon implanted a cq2015 collamer three-piece lens, but it tore while being inserted. Was removed with no pt injury. The reporter stated the loading forceps may have torn the lens, while it was being loaded into the cartridge.

Manufacturer narrative:
H6: method-work order search for the lens. Visual inspection of the returned product found the optic torn, with a portion missing and one haptic bent. There was evidence of surgical residue. A lens work order search was performed and two similar complaints were found within the work order. Based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.